Manufacturer narrative:
Institution corrected to jet airways. Country/region corrected to u.s. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device is failing self-test.